Event description:
On (B)(6) 2010, patient reported his infusion device is delivering too much insulin causing his blood glucose to drop. Patient stated his blood glucose has been below 87 mg/dl for the past 2 weeks. Patient reported he has had 4 incidents where his blood glucose would drop down to the 20's mg/dl or 30's mg/dl. Patient's normal blood glucose range is 87-200 mg/dl. Patient stated he was able to treat himself each time. Patient reported his lowest blood glucose reading was a 27 mg/dl and he received a 31 mg/dl as well. Patient stated he treated himself by drinking two colas and ate 2 cups of yogurt. Patient reported 45 minutes later, his blood glucose was still only 45 mg/dl. Patient stated he switched to his backup infusion device and the readings returned to his normal blood glucose range. Patient reported that at one point he woke up to his infusion device making a bolus sound but the display was still showing his basal rate. Patient stated he checked his basal rate after each incident and they were set correctly. Verified basal rate was set correctly. Patient reported he changes his infusion adapter every month. Advised patient he can change it every 10 cartridge changes. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.